Event description:
The physician went in with our 300cm straight tip regatta middleweight wire. He had no problem crossing the stented thrombus laden lesion. He put a medtronic export catheter down our wire to remove clot. Upon pulling the device back the same resistance was felt. They were able to remove the whole system and found that as they were pulling the device, the core wire had snapped and was being held together by the coils which snapped as well. Both wires were retrieved and will be sent in for inspection.

Manufacturer narrative:
The product has been returned and testing; however, the evaluation has not been completed. This is one of two products involved with this adverse event in which the associated MFR report numbers are: 3006010712-2007-00001 and 3006010712-2007-00002.